Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high, out-of-range pacing impedance. The patient had no adverse effects due to the high impedance. The lead was capped and replaced on (B)(6) 2018 and the patient was fine post-procedure.